Event description:
Healthcare professional through regulatory agency reported "prosthesis rupture". This record is for the right side. The device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.